Event description:
The patient reported experiencing a bent cannula event on (B)(6) 2026, which disrupted insulin delivery and resulted in hyperglycemia.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site:3003442380.